Event description:
Patient reported "three years ago, felt sick and threw up". The patient visited with a physician and had to make office visits every month for "de-sliding". The lap-band system was explanted due to "stomach erosion and the esophagus dilated from scarring". These events were not confirmed by a healthcare professional.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number an implant date and explant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Gastric erosion, esophageal dilatation, vomiting, nausea and adhesions are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the model number, serial number, the event date, diagnostic testing, patient data or further event details.